Manufacturer narrative:
A ge service rep performed an onsite investigation. The ccd camera was replaced, alined and focused. The system was tested and found to be working as intended and returned to service.

Event description:
The system had an image quality issue in which the image quality was reduced due to a truncated field of view which can likely result in the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.